Event description:
Caller reported a sensor error while using their glucose monitoring device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing instructions to reset the device, which resolved the issue, allowing the caller to successfully start a new sensor session.